Event description:
The technician alleged the bed drifts down. He cleaned brakes for hi/lo motor drive screw to resolve the issue.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.